Event description:
When trying to place a midline, it was felt that something was not right with the powerglide. Tried to advance the wire and it didn't sound right, so the whole thing was pulled out, pressure applied, and the site was covered.